Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The condition of failure code 808:07 was confirmed through the event history due to a faulty phm (pump head module). The phm was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
During review of the event history by baxter it was determined that a failure code 808:07 occurred during delivery causing an interruption of delivery. There was no patient involvement. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.